Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a broken wire was observed on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken. The pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found.